Event description:
Critically ill patient admitted after prolonged cardiac arrest. In the ICU, blood pressure was stabilized using a titrated levophed infusion. About 30 minutes after hanging a new levophed bag, an issue with the IV pump caused an alarm for air in the line. Despite troubleshooting, multiple pump replacements, and manual adjustments, the patient¿s blood pressure dropped, necessitating additional vasopressor support. An alternative vasopressor (neo-synephrine) was administered twice to manage low map (mean arterial pressure). After the IV pump interruption was resolved, vasopressin and levophed were titrated successfully without further issues.